Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced there was occlusion alarm and blockage was likely at the site event due to the infusion set cannula was bent on (B)(6) 2026. The site of location was abdomen.